Event description:
Per the clinic, the patient experienced skin breakdown at the implant site resulting in exposure of the internal magnet. Subsequently the patient underwent a rotational flap repair and removal of the internal magnet on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.